Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture on the right ventricular (rv) lead. Programming changes were performed to resolve the issue; the device will continue to be monitored. There were no patient consequences.